Manufacturer narrative:
An event regarding wear of an unknown insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: not performed as no lot ID was provided for review. -complaint history review: not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined because patient medical records and the device was not provided for review. However, the revision operative report was provided and noted that the wear observed was "relatively minor" and not unexpected. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient has a right scorpio knee with no resurfaced patella. Surgeon went in to re-surface the patella and surgeon replaced tibial insert due to observation of wear on the insert.

Event description:
Patient has a right scorpio knee with no resurfaced patella. Surgeon went in to re-surface the patella and surgeon replaced tibial insert due to observation of wear on the insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio cr tibial insert size 11, 12mm. When completed, the investigation results will be submitted in a supplemental report.